Manufacturer narrative:
The reported events were dislodgement, capture issue, sensing problem and helix mechanism issue. The reported event of a helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in clinic for a lead revision due to a suspected dislodgement. Fluoroscopy confirmed dislodgement of patient's right ventricular (rv) lead and rv lead was also found to have a high capture threshold and r-wave amplitude variation. The patient was asymptomatic. During the repositioning procedure, the helix failed to retract so physician elected to explant rv lead and it was replaced. The patient was stable throughout procedure.